Event description:
Customer alleges discrepant results with the inratio meter compared to the laboratory. Summary of reported results: date: (B)(6) 2013. Inratio: 2.2. Laboratory: 4.6. Time between testing: one hour. Pt's therapeutic range is 3.0-3.5. No additional info was provided.

Manufacturer narrative:
Device evaluation: no product associated with the complaint is expected to be returned for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results for reported strip lot number # 315103 met both accuracy and precision criteria. A review of the manufacturer record for the reported lot number # 315103 did not uncover any non-conformance. Root cause could not be determined from the info provided by the customer. As reviewed on (B)(4) 2013, (B)(4)discrepant result complaints were reported for lot # 315103 yielding a complaint rate below the action thresholds monitored by qa for corrective action. Due to this low occurrence rate, no further action is required at this time. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.